Event description:
Pt admitted with non-union fracture of the left tibia after previously having orif in another facility with intermedullary rod; then rod removed and a plate and screws inserted. 8/30/95 - operation - osteotomy distal left fibula; removal of plate and multiple broken screws left tibia; reconstruction nonunion fracture with bone graft and internal fixation with 12 hole plate and screws as well as interfragmentary compression screw.